Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® plus plastic citrate tube leaked blood during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood splatter due to improper assembly with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the customer's indicated failure mode was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood splatter due to improper assembly with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the customer's indicated failure mode as not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.